Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("colic attack at least once a week") in a 38 year-old female patient who had essure inserted (lot no. 852009). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011 she experienced discomfort ("several discomforts experienced in the 12 months following the insertion of the implant"). In (B)(6) 2012 she experienced systemic inflammatory response syndrome ("acute inflammatory syndrome, recurrent in (B)(6) 2013, (B)(6) 2015, (B)(6) 2021, (B)(6) 2023 , (B)(6) 2023"). In 2017 she experienced abdominal pain lower (seriousness criterion medically important) and general physical health deterioration ("sharp deterioration in the quality of life"). An unknown time later she experienced iron deficiency anaemia ("chronic anaemia due to iron deficiency"), anaemia folate deficiency ("chronic anaemia due to b9 deficiency"), anaemia vitamin b12 deficiency ("chronic anaemia due to b12 deficiency"), memory impairment ("memory impairments") and cognitive disorder ("cognitive impairments") and was found to have weight increased ("significant weight gain"). The patient was treated with iron, vitamin b9 (folic acid) and vitamin b12 nos. At the time of the report, the outcomes for abdominal pain lower, discomfort, systemic inflammatory response syndrome, iron deficiency anaemia, anaemia folate deficiency, anaemia vitamin b12 deficiency, weight increased, memory impairment and cognitive disorder were unknown. No causality assessment was received for essure with regard to discomfort, systemic inflammatory response syndrome, iron deficiency anaemia, anaemia folate deficiency, anaemia vitamin b12 deficiency, abdominal pain lower, weight increased, memory impairment, cognitive disorder or general physical health deterioration. The reporter commented: chronic anaemia due to iron deficiency + b9 + b12 deficiencies requiring constant supplementation. Numerous medical explorations remaining inconclusive, she want to have her implant removed as soon as possible, because the two inflammatory syndromes that occurred at the beginning of the year made her think that she had already waited too long. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 94 kg. Lot number:852009 manufacture date:(B)(6) 2011 expiration date: (B)(6) 2014. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: r2311103) on 30-may-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("colic attack at least once a week") in a 38 year-old female patient who had essure inserted (lot no. 852009). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011 she experienced discomfort ("several discomforts experienced in the 12 months following the insertion of the implant"). In (B)(6) 2012 she experienced systemic inflammatory response syndrome ("acute inflammatory syndrome, recurrent in (B)(6) 2013, april 2015, (B)(6) 2021, (B)(6) 2023"). In 2017 she experienced abdominal pain lower (seriousness criterion medically important) and general physical health deterioration ("sharp deterioration in the quality of life"). An unknown time later she experienced iron deficiency anaemia ("chronic anaemia due to iron deficiency"), anaemia folate deficiency ("chronic anaemia due to b9 deficiency"), anaemia vitamin b12 deficiency ("chronic anaemia due to b12 deficiency"), memory impairment ("memory impairments") and cognitive disorder ("cognitive impairments") and was found to have weight increased ("significant weight gain"). The patient was treated with iron, vitamin b9 (folic acid) and vitamin b12 nos. At the time of the report, the outcomes for abdominal pain lower, discomfort, systemic inflammatory response syndrome, iron deficiency anaemia, anaemia folate deficiency, anaemia vitamin b12 deficiency, weight increased, memory impairment and cognitive disorder were unknown. No causality assessment was received for essure with regard to discomfort, systemic inflammatory response syndrome, iron deficiency anaemia, anaemia folate deficiency, anaemia vitamin b12 deficiency, abdominal pain lower, weight increased, memory impairment, cognitive disorder or general physical health deterioration. The reporter commented: chronic anaemia due to iron deficiency + b9 + b12 deficiencies requiring constant supplementation. Numerous medical explorations remaining inconclusive, she want to have her implant removed as soon as possible, because the two inflammatory syndromes that occurred at the beginning of the year made her think that she had already waited too long. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 94 kg. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.